Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the vessel sealer extend (vse) instrument jaws would not close on tissue correctly and would occasionally snap close without the surgeon attempting to close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the grip motion issue with vessel sealer extend (vse) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed, and the reported complaint was neither replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitive with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, jaw gap verification, and grip force tests. The grip force test result was 8.67 lbs. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots missing. A review of the instrument logs shows no errors. The complaint regarding grip motion issue was not confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was transferred and evaluated by the advance failure analysis engineering (afa)team. The initial failure analysis (fa) was confirmed. No issues were seen with the vse instrument. The e-100 generator logs showed a quantity of 51 seal events of which a quantity of 7 had high initial starting impedance errors. A quantity of 8 coag events were recorded with no errors. These errors are unlikely to be related to customer's complaint of jaws would not shut correctly. The existing fa codes will be left unchanged. No problem was detected during afa.

Event description:
Refer to h10/h11 for follow-up information.